Event description:
It was reported that the pt presented to the emergency room with syncopal episodes. The lead was found to be exhibiting intermittent capture and a high pacing threshold. A lead dislodgement was suspected. The lead was explanted and replaced. During the replacement procedure the physician could not secure the new lead into the pacemaker, and determined that the capture issues may have originated from a connection issue with the pacemaker. The pacemaker was also replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.